Event description:
It is reported that the elevated rim of the polyethylene liner folded when doing the reduction of the hip. A larger size cup and liner were implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.